Event description:
According to the reporter: the surgeon said the stapler failed to clip as usual, did not fire well. It was not know if anything disengaged in pt's cavity or if reinforcement material was used.

Manufacturer narrative:
(B)(4).